Event description:
Bovie ignited flame in right axilla during the procedure. Bove was then changed out to a different bovie, kept guarded tip, then sparked again and changed the tip again. After the change of bovie tip there were no more abnormalities and there were no injuries to the patient. The package was then returned to the front desk. Charge nurse and manager notified of event.